Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 10mg/d. It was stated that the customer also had respiratory problems. The daughter stated that she perceived the customer's low blood glucose maybe was due to an overdose of insulin. The customer was in coma when she was found by the daughter, and the reservoir was empty. It was stated that the infusion set was changed the same day of the admission. It was stated that the customer was disconnected during the rewind/prime process. Troubleshooting could not be performed as customer did not have the insulin pump at time of call. The caller stated that the device was not exposed to a high magnetic field. Advised the caller that the customer should discontinue the use of the device and revert to back up plan. No further information was provided.